Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been experiencing high blood glucose levels since she started training. Customer has been getting blood glucose levels in the 400's mg/dl, which is a result of getting her basal tweaked. Customer declined assistance from the helpline. No further details given.